Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the right ventricular (rv) lead was repositioned due to unstable capture threshold. Multiple stylets could not be reinserted into the rv lead for repositioning. A new lead was implanted and the patient was stable without any adverse consequences.

Manufacturer narrative:
The reported events were stylet insertion difficulty and inadequate capture. The reported events of stylet could not be inserted was confirmed. Visual and x-ray inspection found the inner coil inside the connector region over torqued consistent with procedural damage. The cause of the reported event was isolated to the over torque of the inner coil. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.